Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: during investigation, the cartridge compartment was cracked at the threads. Moisture damage was observed in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the cartridge compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.